Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. All data found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was returned to brézins for investigation. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "it was settled to administer 150 mg of lidocaine in 250 ml of nacl 0,9% in 1 hour. After 30 minutes, the medication did not start to be administered, although in the screen it appeared a message saying that the administration was ongoing. The pump did not work properly.". Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.